Manufacturer narrative:
As received, a visual eval found that the guide wire coil wire was unraveled and the inner core wire was broken. The outer coil wire was unraveled for a length of approximately 29 centimeters from the distal end. The inner core wire was found to be broken 3.6 centimeters from the distal end of guide wire. The outer coil wire was unraveled for a length of approximately 29 centimeters from the distal end. As no lot number was provided, a device history review was not performed. The root cause cannot be determined.

Event description:
A stretch vl flexima ureteral stent was used during a stenting procedure. According to the complainant, when the sensor guide wire, positioner, and stent were inserted through the scope, a little resistance was felt around the lesion. Upon attempting to remove, even stronger resistance was felt. After successfully removing the device with "force", the stent and positioner became "accordianed". The procedure was completed with another of the same device and there were no pt complications were reported as a result of this event. Additional info obtained through investigation results dated 2008 revealed that the inner core wire was found to be broken approximately 3.6 centimeters from the distal end of guidewire, therefore, making this a reportable event.